Manufacturer narrative:
(B)(4). D10-medical product: femoral component precoat size e left, item# 00599001501, lot# 63030611. Articular surface 10 mm height, item# 00595203010, lot# 63029725. G2- new zealand. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight years and nine months due to loosening after jumping down. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays reviewed and not submitted to mmi for further assessment as the images are undated and would be difficult to correlate to allegations of loosening. Device history record (DHR) was reviewed for deviations and/or anomalies with no related deviations/anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.